Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor for more than 2 hours, and was unable to obtain scan readings during this time. The customer reported he was playing sports at the time, received and accidental punch, and lost consciousness for 5 minutes. Upon re-gaining consciousness, the customer was able to self-treat with orange juice, and no further treatment was needed. The customer stated he was unsure if the loss of consciousness was due to the punch, unrealized low glucose, or a combination of both events. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.